Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported that the hose of the battery reciprocator device would not hold the blade at 90°vertical and it only locked at a click to the left or right, not at straight. During in-house engineering evaluation, it was observed that the device had a worn motor, worn gear, intermittent operation and component damage. It was further determined that the device failed pretest for check positioning of saw head, check function of device and check oscillation frequency with frequency meter. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.